Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue ¿ single was not confirmed via returned device analysis. The reported difficult to remove-anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported difficult to remove from anatomy and single gripper actuation issue cannot be determined. Unspecified tissue injury appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and prolapsed lateral posterior leaflet. A mitraclip xtw was inserted and advanced to the mitral valve. However, while opening the clip arm, the clip became caught on the leaflet. Troubleshooting to remove the clip was performed but was not successful. Additional troubleshooting attempts were made, the clip ultimately became free. It was observed that a chordal rupture occurred, and mr increased. The system was retracted and an attempt to actuate the gripper was performed. However, a single gripper actuation issue occurred. Troubleshooting was performed but the issue was unable to be resolved. Therefore, the clip was removed and replaced. The clip was tested outside the patient, but the actuation issue continued to occur. The procedure was completed with 2 clips implanted, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.